Event description:
Hospital personnel were performing an elective synchronized cardioversion on a pt diagnosed as in atrial fibrillation with the device and a 3 lead pt ECG cable. The pt was also being monitored by a bedside cardiac monitor. According to the rptr, following the fourth delivered countershock, the device's ECG disappeared and the "service" icon lit. The bedside monitor continued to monitor the pt's ECG and no adverse effects to the pt was reported as a result of the alleged malfunction.